Manufacturer narrative:
Date received by manufacturer: 09oct2019. Date of report: 09oct2019. The manufacturer¿s service technician confirmed the reported mounting issue. The manufacturer¿s service technician replaced the base enclosure and feet to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 18jul2019.

Event description:
V60 ventilator won't mount anymore. There was no patient involvement.